Event description:
Pt had chemotherapy (fluorouracil) in a dosi-fuser ambulatory pump, and when she came in to have pump disconnected, it was noticed that the fluorouracil had leaked through the capillary mechanism of the pump. It was unk how much dose pt had received and how much leaked out for the prior 2 days. MFR of the pump is leventon, and distributor is omni medical supply. Apparently omni knew that this particular lot/pump had problems, but our facility was not notified of this.